Event description:
The ge oec 9800 fluoroscopy system had issue with the cine drive.

Manufacturer narrative:
A ge oec service representative investigated the issue and the residual for this case was completed over several calls, due to unavailability of system for repair (system in use by customer). Hard drive is general replacement for this issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.